Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm that stopped insulin delivery. The pump history showed that an auto-off safety alarm occurred. The customer turned off the auto alarm setting on the pump. Tandem technical support advised the customer to discuss the turning off of the alarm with a healthcare provider. The customer's blood glucose (bg) at the time was 96 mg/dl.